Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stillbirth nos (at 24 weeks gestation.) In may 1992, gerd, uterine dilation and curettage, hemoglobin increased, kidney stones, abnormal liver function tests, anemia, serum ferritin decreased, knee pain, urinary urgency and osteoarthritis knee. On (B)(6) 2016: surgical pathology final report: specimen source: endometrial curettings clinical information: menometrorrhagia, pelvic pain, thickened endometrial lining, and an intrauterine mass. Diagnosis: endometrial curettings. Early secretory phase endometrium. No atypia. On (B)(6) 2016: surgical pathology report: specimen source: cervix, uterus, bilateral fallopian tubes clinical information: menometrorrhagia despite hysteroscopy with dilation and curettage. Diagnosis: uterus, hysterectomy with bilateral salpingectomy: cervix: no specific pathological diagnosis. Endometrium: inacti ve endometrium without hyperplas ia or malignancy myometrium: leiomyoma, mitotically inactive, bilateral fallopian tubes: no specific pathological diagnosis. Patient underwent essure confirmation test. Concurrent conditions included uterine mass since (B)(6) 2016, uterine fibroid, hypothyroidism, hypertension, menses irregular with excessive bleeding, latex allergy, shellfish allergy, bee sting, dysmenorrhea, menorrhagia, endometrial cancer, obesity, uterine bleeding, type 2 diabetes mellitus, hypercholesterolemia and abdominal pain. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (to remove the essure implant, hysterectomy with bilateral salpingo-oopherectomy.). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: (B)(6) 2006: insertion details: there were 5 coils seen after placement on the left and 4 coils seen after placement on the right. She tolerated the procedure well. Discrepancy noted as essure insertion date:- (B)(6) 2005, and (B)(6) 2006. Discrepancy noted in essure removal date:- (B)(6) 2017 and (B)(6) 2016. Received treatment for menorrhagia. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. New events added: dysmenorrhea, menorrhagia. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.